Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter part which was outside of the patient body was broken. There was no reported patient injury.

Event description:
It was reported that the catheter part which was outside of the patient body was broken. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a break was confirmed and the damage appeared to be associated with use of the device. One 5fr groshong dual-lumen (d/l) PICC was returned for investigation. The catheter exhibited evidence of use. The catheter was received in two segments. A break was observed in the d/l tubing 9.8cm from the distal end of the white bifurcation. The break was located between the 47 and 48 cm depth marks. The adjoining surfaces of the catheter were microscopically examined and were noted to be granular and uneven. The characteristics of the damage were consistent with a tensile break. Each lumen of each catheter segment was flushed with water and was patent to infusion. No leaks were observed in the tubing. Since a break was observed in the catheter, the complaint was confirmed and the damage appeared to be associated with use of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.